Event description:
Patient revised for third time on (B)(6) 2020 due to surgical incision re-opening. An infection occurred after the second revision. Patient's second revision due to dislocation from fall occurred (B)(6) 2020, first revision due to periprosthetic fracture occurred (B)(6) 2020 (both revisions previously reported) and primary surgery occurred on (B)(6) 2019. Surgeon explanted 40/+9 stability humeral cup and 135/145 reversed adapter and then implanted a 36/+9 stability humeral cup and new 135/145 reversed adapter.